Event description:
It was reported that two instruments did not work properly; strange hissing sound (no contact whatsoever with metal, etc.) And lack of power. Generator showed instrument failure. Later noticed that the tip of the other scissors were damaged, apparently during cleaning not surgery.